Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient underwent a revision total ankle arthroplasty procedure with new polyethylene and talar components for breakage of anteromedial infinity chamfer talar peg leading to talar loosening.